Event description:
Reporter indicated that the patient developed an infection at the generator site, approximately four weeks post implant, at which time patient was hospitalized and treated with IV antibiotics. Medical observation of infected site noted that it was "red and slightly puffy on both sides of the incision" and "no drainage of pus was noted." Patient was discharged from the hospital with instructions to apply normal saline to affected area and keep area covered. A ten day course of antibiotic therapy (levaquin) was prescribed.

Manufacturer narrative:
Manufacturing record for pulse generator was reviewed. Review of mfg record for pulse generator confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.